Event description:
On 12/26/2006, nellcor puritan bennett rec'd a report of a cuff leak on a shiley tracheostomy tube. The customer stated that the pt was re-intubated due to a suspected leak. The customer reported that the cuff was tested before intubation according to IFU.

Manufacturer narrative:
Investigation of this complaint is currently in progress.